Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 400 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was not changed to resolve the issue. The customer's recent glucose reading was 331 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.